Manufacturer narrative:
Per the investigation we cannot duplicate any primary audible alarm or watchdog error. No repair is needed since no problem was found. Performed power up process, audio test, preventative maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays an auxiliary control unit watchdog error. No patient injury reported.